Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. The patient was going to have an unrelated MRI. The health care provider (hcp) reported that per the consumer the implant was not working properly and it only held a charge for a day. It was unknown when this event started. No patient symptoms were reported. No further complications were reported.